Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b was returned fully fired and with the cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staples are present prior to shipment. Event could not be confirmed as no instrument was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before a laparoscopic lower lobectomy procedure, the device could only fire by half with the blue cartridge. The device was removed by returning the knife. Another like device was used to complete the procedure. There were no adverse consequences for the patient.